Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and an attempted right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance greater than 2,000 ohms during implant procedure prior to wound closure. Attempts to obtain additional information were unsuccessful. The rv lead was never in service while the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.